Manufacturer narrative:
(B)(4).

Event description:
Note the patient received two leads from the same lot number. It was reported the patient was undergoing a trial period when she had a seizure sometime during (B)(6). The patient has a prior history of seizures. The patient turned off the scs trial system. The patient also experienced pain at the lead site and new pain in the other leg following the seizure. The patient requested the trial be stopped prematurely due to pain.